Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned and the event was confirmed. The investigation results revealed that the holding sleeve shows a deformation of the first thread and that a large part of the prime lock interface is broken off the pedicle screw. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. The reported damages may be ascribed in high probability to an insufficient tightening of the holding sleeve in the prime lock thread and/or some unfastening of the prime lock connection while screwing in the screw. This would have increased friction between the outer and inner holding sleeve. All this, in combination with high lateral forces acting on the screw may have caused the damages reported and this device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that during the first turning on the screw head some of the holding sleeve sheared off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).